Manufacturer narrative:
Continuation of d10: product ID 8703w lot# l71620 implanted: (B)(6) 2000 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with a history of cerebral palsy and spastic quadriplegia receiving baclofen (unknown concentration and dose) via an implantable pump. It was reported the patient had increased refill volumes at recent pump evaluations and there had been concern for catheter occlusion. The patient had also been due for a routine pump replacement so it had been decided to replace the catheter at the same time as the pump. During the procedure the pump was removed and the catheter had been disconnected with noted brink cerebral spinal fluid (csf) return, consistent with a partial catheter occlusion. The soft tissue was then dissected down the fascia and the fascia was overmined. A touhy needle was then introduced until they got scf return. The catheter with the stylet was then threaded through the touhy needle and placed at t10 level. The stylet a nd touhy needle were removed and an x-ray was taken to confirm placement at t10. An anchor was then deployed to secure the catheter. They then attempted to remove the old catheter but it had been scarred into place and was not removeable. The catheter was then cut and tied off. The new catheter was then tunneled to the abdominal pocket and csf flow was visualized before connecting it to the pump. A blood patch was then performed by injecting tisseal with a touhy needle. Both incision sites were then irrigated and closed. The patient was stable following surgery.